Event description:
It was initially reported that the physician's handheld did not seem to be charging and gave a warning message that the battery latch was disengaged. The company rep went to the site and was unable to turn the handheld on even though the charging indicator light was green. The battery latch was checked and appeared engaged properly. The latch did not click when engaging but did click when disengaging. When engaged, the battery cover appeared to be secured. This issue had been happening for about a week and there was no known mishandling. Good faith attempts for product return were unsuccessful to date.